Event description:
The manufacturer service technician reported that the device had continuously running (unintended run-on) while it was being serviced at the manufacturing facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Correction- the service technician clarified there was no run-on of devices that are seized. Therefor there was no event of run-on or unintended activation observed. The initial reporter has indicated that this complaint was submitted in error, and the reported event did not occur.

Event description:
The manufacturer service technician reported that the device had continuously running (unintended run-on) while it was being serviced at the manufacturing facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.